Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The system history shows that the laser was verified successfully prior to the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported stage one diffuse lamellar keratitis (dlk) of the left eye at two days post lasik treatment. Reporter indicated topical steroid eye drops were increased. Upon additional follow up, reporter indicated the patient issue was resolved.